Event description:
On (B)(6) 2012, while troubleshooting a battery life issue, the patient informed customer support that her blood glucose (bg) has been running low over the past 2 weeks. At the time of the call, the patient checked her bg and it was 33mg/dl. The patient reported symptoms of nervousness with the low bg. The patient informed customer support that she consumed 4oz of orange juice in response to the low bg and was going to drink another 4oz. The patient was waiting for her son to arrive to take her to the ER. The patient mentioned she's been able to get her bg as high as 176 mg/dl but then it drops back as low as 28 mg/dl. The patient was unable to review the pump at the time of the initial call; however, during a follow-up call with the patient on (B)(6) 2013, the patient reported, she was observed in the ER and then discharged on injections. The patient reported, she was on injections until she saw her endocrinologist on (B)(6) 2013. The patient stated, she continued to have the low bg excursions while off the pump and continued to have the low bg excursions after re-starting on pump after hcp visit on (B)(6) 2013. The patient mentioned that her endocrinologist did not make any setting changes to pump on (B)(6) 2013 and she was referred to another endocrinologist. At the time of troubleshooting, the patient confirmed the pump was set to the correct date and time and all settings were programmed as desired. The patient stated that basal rates and bolus history appeared correct. There were no associated alarms and customer support noted that prime history appeared adequate. Customer support advised the patient that there was nothing found to indicate a pump malfunction. The source of the low bg excursions remained unknown. This complaint is being reported because, the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy. Although, review of the pump did not reveal a malfunction, insulin pump use could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: unable to duplicate the complaint, information for the complaint is overwritten. The pump was used after the original complaint date (B)(4) 2012 and all histories and black box data for event have been overwritten. The current black box and alarm history shows no eaw¿s related to the complaint. The tdd¿s add up correctly and reflect the user programmed basal rate. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.